Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed a urinary tract infection that became systemic. Vegetation was observed on the pacemaker lead and the pacemaker system was then removed successfully. The patient's condition was stable before, during, and after the procedure. Related manufacturer reference number: 2017865-2019-15083, 2017865-2019-15084.